Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer's blood glucose was less than 500 mg/dl. The customer's reverted to and alternate method for insulin therapy.